Event description:
Related manufacturer reference number: 2017865-2023-40724; related manufacturer reference number: 2017865-2023-40725. It was reported that the patient developed an infection. The entire system including the implantable cardioverter defibrillator and leads was explanted. The patient was in stable condition intra and post procedure.

Manufacturer narrative:
Correction - missing h10 narrative in initial report submitted on aug 30, 2023. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.